Event description:
This is report 1 of 2 for the same event. It was reported that during veterinary tibial plateau leveling osteotomy (tplo) knee surgery on a canine, it was observed that the quick coupling device was making a grinding noise and the pin was wobbly while in use with a crescentic blade device. According to the report, the surgeon noticed that the crescentic blade device started to crack and then broke in half. The reporter stated that no part of the device fell into the patient. As a result, there was a fifteen minute delay in the surgical procedure. A spare chuck attachment was used to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran rough and emitted a grinding noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal wear on mechanical components from repeated use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.